Event description:
A report was received that the patient was experiencing discomfort on the table as the physician could not get the lead in after an hour while performing a trial procedure.

Manufacturer narrative:
Correction to the initial MDR in fields should have been: na. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient underwent an scs trial procedure wherein the procedure took over an hour to get the lead in place. After an hour the patient started to feel uncomfortable on the table thus the procedure was aborted. No device malfunction was suspected.